Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the grey seal around the instrument entry site collapsed inside the port when inserting the mesh. There was no damaged to the tissue, the mesh got stuck inside the grey lining so was easy to get out of the patient. The device used was thrown away but the customer has returned another port with the same lot number for testing. There was no patient injury.

Manufacturer narrative:
(B)(4).